Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical trial. Same case as MDR ID # 2134265-2013-04703. It was reported that during a percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2013, the subject was referred for elective cardiac catheterization. The 12mm in length, eccentric, 90% stenosed target lesion #1 was located in the 2.5mm in diameter ramus artery. The lesion contained a <45 degrees lesion bend. A 3.0mm x 12mm study stent was advanced and predilated the target lesion #1 with 0% residual stenosis. The 12mm in length, eccentric, 90% stenosed target lesion # 2 was located in the 2.5mm in diameter ramus artery. A 2.5mm x 28mm study stent was advanced and predilated the target lesion #2 with 0% residual stenosis. The 15mm in length, eccentric, 80% stenosed target lesion #3 was located in the 3.0mm in diameter second obtuse marginal artery. A 3.00mm x 38mm study stent was advanced and attempted to treat the target lesion # 3, however, the stent could not cross the lesion. The study stent was discarded. Another study stent with serial no. (B)(4) was opened for the treatment of the target lesion#3. However, it was not deployed due to contamination in the lab. The stent fell on the lab floor and was handled with non-sterile hands. This device was inadvertently discarded. A 2.75mm x 38mm non-study stent was advanced and predilated the target lesion #3 with 0% residual stenosis. On the dame day of the index procedure, the patient developed myocardial infarction. The event caused prolongation of hospitalization. One day post-procedure, the subject was discharged on aspirin and clopidogrel.